Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg value not provided). Customer suspected insulin was pooling and was being absorbed into the body all it once causing bg to lower. However, customer changed out the infusion set and low bg was not resolved. Pump data was reviewed by tandem technical support and no pump issues were identified. Recommendation was made for customer to discuss event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: from (B)(6)2019 to (B)(6)2019, blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2019 from (B)(6)am. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user made bolus requests in quick succession by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Following the low bg, user made several personal profile settings adjustments, both increasing and decreasing basal rates. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.